Manufacturer narrative:
Concomitant products: 503458 lead implant date (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional atrial tracking and capture could not be confirmed. The ra lead remains in use. No patient complications have been reported as a result of this event.